Event description:
It was reported that a gav 2.0 (#fx221t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the valve showed an under-drainage. The patient underwent a revision procedure performed on (B)(6) 2024. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 2 years, 4 months. Weight: 10 kgs. Height: 81 cm. Gender: female.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves were determined. Permeability test: a permeability test has shown that the gav 2.0 is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve does not operate within the accepted tolerance in either position. An accelerated outflow of gav 2.0 could be determined. Internal inspection: after dismantling of the valve, deposits were found inside. Results: based on our investigation results, we can determine an accelerated outflow in the valve in both positions. The determined deposits can be named as the cause for the accelerated outflow. Organic material in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.